Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Clinician explanted a shunt that he implanted on a patient in the last 12 months. He felt that the valve was not working based on the results of a shunt study and when he interrogated the valve he found that there was distal patency through the distal catheter and flow through the ventricular catheter so he felt the occlusion had to be in the valve itself. He would like a report back on our findings once the valve has been tested.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 120mmh2o. The valve was visually inspected; needle holes in the needle chamber were noted. The valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested, only leaked from the needle holes in the needle chamber. The valve was tested for programming. The valve passed the test. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3162 with lot crlbp5 conformed to the specifications when released to stock in 3rd october 2014. No root cause could be determined as the problem reported by the customer was not confirmed. The valve functions. No root cause could be determined for the catheter as no catheter was returned for investigation. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.